Event description:
It was reported that a deep brain stimulation (dbs) patient experienced dizziness, difficulties walking and fluid discharge from their incision site. It was noted the patients issues were not device nor stimulation related per the physicians assessment, however the cause is unknown. The patient underwent a procedure where fluid was drained at the dbs incision sight. Additional information has not been provided despite good faith efforts.